Event description:
This event was captured based on review of the article, "occurrence of longitudinal stent compression before stent deployment." The literature consisted of an 81-year-old woman, who was required to undergo elective percutaneous (pci) of the proximal and mid right coronary artery (rca). Access was obtained via the right femoral artery using a 6 fr jr4 guide catheter. After performing serial pre-dilatations with a 3.0 mm balloon, an attempt was made to place a 3.5x28 mm multi-link 8 stent, but it failed to pass the mid-lesion. While withdrawing the crimped stent, the guide catheter was pulled in and the proximal rca was engaged. Concomitantly, the proximal edge of the stent was blocked at the distal tip of the guide catheter. After several attempts were made to pull the crimped stent into the guide catheter, it became angiographically evident that the guide catheter had crushed the proximal edge of the stent while the supporting balloon had partially entered the guiding catheter. As a result, the stent was shortened in length by approximately 8-10 mm before being deployed and had an accordioned aspect at the proximal stent edge. It was decided to deploy the stent in the proximal rca and to cover the mid section with a second stent. Post dilatation was performed at high pressure with a 3.5 mm non-compliant balloon to fully appose the stent to the vessel wall and a 3.0x26 mm non-abbott stent was placed on the residual mid-lesion. The final angiographic result was deemed acceptable.

Manufacturer narrative:
(B)(4). Event description continued: there was no adverse patient effect however; increased contrast injection was required and there was a clinically significant delay in the procedure. The patient recovered well and remained asymptomatic throughout the 15 month clinical follow-up. No additional information was provided. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the multi-link 8 css instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Article: occurrence of longitudinal stent compression before stent deployment: two case studies. Aminian a, lalmand j, dolatabadi d.